Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pci procedure, crossing and removal difficulties were encountered. The 99% stenotic lesion was located in the calcified mid left anterior descending (lad) artery. After engaging the lesion with a 6f mach1 fl4 guide catheter, an attempt was made to cross the lesion with the pt2 guide wire, however, this was unsuccessful. Therefore, another manufacturer's catheter was advanced and the pt2 guide wire along with the catheter crossed the lesion. After crossing the lesion, the physician attempted to remove the catheter, however, it was stuck on the pt2 guide wire. The catheter and guide wire were removed as one without incident. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is listed as "fine."